Manufacturer narrative:
A1 patient identifier: (B)(6). B3 date of event corrected from (B)(6)2020 to (B)(6)2020. B5 describe event or problem updated. B5 describe event or problem correction: the previously reported electrocardiogram(ECG) revealing bradycardia, sinus pauses of 5 seconds and intermittent left bundle branch block occurred two days after the implant procedure, not three. B6:relevant tests/laboratory data: updated. D4: lot number updated. E1: initial reporter phone(B)(6).

Event description:
Respond edge study it was reported that bradycardia and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 300 mg aspirin at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was a 27 mm lotus edge valve which was implanted successfully into the proper anatomical location. Post procedure event summary: three days after the index procedure, electrocardiogram(ECG) revealed bradycardia, sinus pauses of 5 seconds and intermittent left bundle branch block. The subject was hospitalized for further evaluation and treatment. On further consultations, a new permanent pacemaker was recommended. On the same day, a boston scientific vvi permanent pacemaker was implanted successfully and the event was considered recovered. The subject was discharged home the following day. It was further reported that: post deployment, there was a mild residual gradient of around 15 mm hg and mild aortic regurgitation, therefore post dilation of valve was done with a 23 mm balloon, which resulted in obliterated gradient and reduction of aortic regurgitation to trace. The subject was discharged at home on clopidogrel (75 mg). The previously reported electrocardiogram(ECG) revealing bradycardia, sinus pauses of 5 seconds and intermittent left bundle branch block occurred two days after the implant procedure, not three.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that bradycardia and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 300 mg aspirin at the time of index procedure. A lotus introducer sheath was placed, and the native aortic valve was a 27 mm lotus edge valve which was implanted successfully into the proper anatomical location. Post procedure event summary: three days after the index procedure, electrocardiogram(ECG) revealed bradycardia, sinus pauses of 5 seconds and intermittent left bundle branch block. The subject was hospitalized for further evaluation and treatment. On further consultations, a new permanent pacemaker was recommended. On the same day, a boston scientific vvi permanent pacemaker was implanted successfully and the event was considered recovered. The subject was discharged home the following day.